Event description:
It was reported that an asymptomatic patient presented in clinic for a generator change procedure. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2022. The patient was discharged with no adverse consequences.

Manufacturer narrative:
Correction: b5 updated.

Event description:
Additional information reported notes that the right atrial lead exhibited insulation damage.